Manufacturer narrative:
Investigation ¿ evaluation a review of the dimensional verification, complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was in used condition, with the hub separated. The malecot was able to be locked properly. An inspection of the flared proximal end showed that the flare was uneven. The hub fractured as it was being opened, accordingly, an examination of how the flaring sits on the threading could not be conducted. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, the root cause was determined to be a manufacturing process error. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
Additional information: the original analysis of the separated flare on this device was a visual inspection. The device was reexamined to perform more objective flare measurements. The device was returned in a used and damaged condition, with the proximal fitting separated from the device. The proximal flare was out of round potentially due to compression forces of the catheter shaft between the proximal fitting cap and adaptor or potentially due to forces experienced during separation of the shaft from the proximal fitting. The minor and major diameters of the returned device flare measure 0.223" and 0.245" respectively. This is securely within manufacturing targeted specification (0.210"-0.281").

Manufacturer narrative:
The event is currently under investigation.

Event description:
It was reported during an exchange, the ultrathane carey-alzate-coons gastrojejunostomy replacement catheter was placed and upon pulling the piece in the middle it broke, instead of forming the tulip the tip came off. Reportedly the event occurred outside of the patient, the tube was removed and another device was placed with no harm to the patient. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.